Event description:
It was reported that the device was difficult to recapture during implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27 mm device was placed according to the procedure in the chicken wing type left atrial appendage with a maximum diameter of 22.0 mm at the ostium. It was a left atrial appendage that had a hollow part on the 45 degree medial side, and the device's shoulder deployed in the hollow part, which caused the device to expand wider than expected, resulting in low compression. The device was slightly pulled, and it was repositioned so that the shoulder came closer to the proximal side than the hollow part, and partial recapture was performed. During retraction, severe resistance was felt. Fluoroscopy determined that the delivery catheter inside the sheath was kinked. Retraction was discontinued. There was no leak noted and compression was about 8-9%, the anchor was stable, and cfd. The device was released as acceptable. There were no patient complications.